Manufacturer narrative:
H10: medwatch (B)(4) was received on 11mar2025. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed based on the provided information. Although a specific cause for the reported event could not be conclusively determined through this evaluation, the account indicated that the patient's symptoms resolved after re-stenting of the graft. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Chapter 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. Chapter 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This chapter instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was seen due to right upper sternal border (rusb) murmur being admitted for further work up, including a computed tomography angiography (cta) and an echocardiogram (echo). Nothing was seen on review of parameters. An echo on (B)(6) 2025 showed left ventricular ejection fraction (lvef) of 10-15% by visual estimate. Global left ventricular hypokinesis was noted. The left ventricular assist device (lvad) inflow cannula was pointing to septum. The cta revealed nonocclusive excluded thrombus surrounding the proximal outflow stent graft. The stent graft itself was well opacified, although the most proximal portion near the lvad could not be definitively evaluated due to overlying streak artifact from the device. The patient experienced worsening shortness of breath and fatigue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that the patient presented to the clinic with worsening shortness of breath, fatigue, and increase pain to right lower extremity (rle). Nothing was seen on review of parameters. The patient experienced worsening shortness of breath and fatigue. Structural cardiology reconstructed the cta and there was evidence of a gap between the heartmate 3 (hm3) and the proximal stent, associated with infolding of the stent into the lumen. The treatment done was re-stenting of outflow graft performed on (B)(6)2025. The left ventricular assist device (lvad) was speed decreased back to 6100 after stenting of outflow graft. The patient remained on acetylsalicylic acid (asa) 81 and warfarin with international normalized ratio (inr) goal of 2.0-2.5. The patient was doing well since the re-stenting and the re-stenting resolved the symptoms. The clinical team was able to decrease diuretics more since re-stenting. The patient was discharged (B)(6)2025. Additional log files were requested to viewed due to the patient going in for an lvad appointment and having to be shocked due to ventricular fibrillation (vf). The log files were reviewed and captured 125 pulsatility index (pi) events. There were no other unusual events seen in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.